Event description:
Terumo Medical Corporation received the following information: It was reported that when the Angio-Seal was released, it was noted that there was no anchor, collagen or suture present. Patient procedure was thrombectomy with emergency carotid stenting and carotid percutaneous transluminal angioplasty (PTA). An 8F sheath was used in combination with a 6F Neuron Max. There were no complications related to the materials used or during the vascular access/puncture procedure. Assembly and insertion of the Angio-Seal were performed without any issues; however, there was nothing within the device that could have been anchored in the vessel. No digital subtraction angiography (DSA) images of the femoral arteries were taken, as both the puncture and the insertion of the Angio-Seal were uneventful. Hemostasis was achieved through approximately forty minutes of manual compression. Since the patient had received both thrombolysis and tirofiban, the vascular surgeons were informed in advance in case surgical vessel closure became necessary. The patient's blood loss was virtually zero while in the angiography suite, as manual compression was maintained throughout. However, none of the materials used, or any other aspect of the procedure, had any influence on the fact that the Angio-Seal appeared to be missing the suture, anchor, and collagen. There was no injury to the patient.

Manufacturer narrative:
D6a: Implanted Date: Device was not implanted.D6b: Explanted Date: Device was not explanted.The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.